Event description:
Using my dexcom g6 continuous monitor according to directions. Device stopped giving readings for over 4 hours. Was on day 9 of a device guaranteed to work for 10 days. I called dexcom technical support and they informed me the device had to be removed and replaced with a fresh sensor. FDA safety report ID # (B)(4).